Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient using the ilet announced multiple dinners in error, which coincided with elevated blood glucose levels peaking at 285 mg/dl and remaining above 180 mg/dl for approximately four hours, with no alerts above 300 mg/dl and no backup therapy or ketone testing used. Symptoms included no reported acute effects and the patient felt fine. Outcomes included no medical intervention, no hospitalization, and caregiver assistance provided due to the patient¿s early-onset dementia. Investigation included troubleshooting and education regarding accidental meal announcements. Investigation of this case revealed user-related use error consistent with accidental meal entry on the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user error.